Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer received a box of .035-inch 300cm storq steerable guidewire (angle standard tip) where the box the wires came in was cut and one of the packaging for the wires, that was in the box, was cut; however, the shipping box was not damaged. There is not reported patient injury. The condition was noted upon initial receipt of the product in the hospital receiving department when the box was opened and the inner box used to store the wires was found to be cut. All 5 wires were inspected, and only 1 wire was damaged. The actual product was not damaged; only the sterile packaging was damaged. There were no cuts or slashes noted on the shipping box. The product was received in a small square box made specifically for wires or percutaneous transluminal angioplasty (pta) balloons. The shipper box was opened by cutting the tape on the outside edges. The customer no longer has the shipping box but stated multiple times that it had no damage. The device will be returned for evaluation.